Event description:
It was reported that the patient was admitted due to syncope and unspecified injury. It was noted that the right ventricular lead had fractured. The lead was capped on (B)(6) 2025. The patient was stable following procedure. No further information was provided.